Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and tissue noted in helix. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement or high pacing thresholds. The lead tip and helix appears intact.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead dislodged. The helix was retracted to be repositioned, but it slipped out and tissue was affixed to it. The rv lead was explanted. No additional adverse patient effects were reported.